Event description:
Patient revised on (B)(6) 2021 due to multiple dislocations following primary surgery on (B)(6) 2021. Surgeon explanted 32/08 cementless humelock reversed stem and 36/+9 standard humeral cup, and then implanted a 32/10 cementless humelock reversed stem, +9mm humeral spacer, and 36/+9 stability humeral cup.